Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Counterfeit top case and crack were found on right plunger case. Primary audible alarm background test and auxiliary control unit watchdog failure was found in pump event history log. Reported problem was unable to be duplicated during power up and speaker tests. The root cause of the reported issue unable to be determined. Pump is over 7 years old. Actions were taken to mitigate the reported issue: replaced speaker, interconnect board and battery for preventive measure. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The acu watchdog and and primary audible alarms could not be verified because the investigator was unable to download the event history log (ehl). These alarms were not replicate during functional testing. The problem source of the reported product problem was unknown. A root cause was not established. The speaker, battery and interconnect board were replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced a watch dog failure alarm. No patient injury or complications were reported in relation to this event.